Event description:
In 2006 -- the pt underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the ventralex hernia patch, the pt was caused to suffer, among other injuries, severe infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the pt was due to the ventralex hernia patch. Six months later -- the pt underwent additional surgery to repair another umbilical hernia. Again a ventralex hernia patch was used to repair the hernia. In 2008 -- the pt underwent surgery to explant the ventralex hernia patch due to severe infection and bowel adherence. As a result of using the ventralex hernia patch, the pt was caused to suffer, among other injuries, severe infection, adhesion, bowel adherence and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt's event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. The reported event does not specify which, if not both, mesh patches were explanted on 2/06/2008, therefore, see MDR 1213643-2009-00510 for information related to the ventralex mesh implanted in 2006.